Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of pantoloc bag was changed at 0800. At 1000 it was noted the infusion bag and drip chamber were dry. The programming on the pcu was correct as well as showing 70ml left to infuse. There was patient involvement however no patient harm. Customer was unable to know which device serial number was infusing at the time. They did report "second module from the left side".

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, concomitant med prod data. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a possible over infusion was not confirmed or replicated during the investigation. The returned device and the administration set were fully evaluated, and no anomalies were observed during laboratory testing. The external and internal inspections were performed on the suspect device. During the internal inspection, it was noted that one of the mounting screws on the ail sensor was found to be improperly installed. Corrosion was observed at the bottom of the rear case. These findings were noted as incidental and they are not related to the reported over infusion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on june 16, 2025. Pump module channel c (sn (B)(6)). At 8:03 am the unit was selected and the volume to be infused (vtbi) was updated to 95 ml. The infusion was running with the following parameters: drug amount of 500 mg, diluent volume of 100 ml a rate of 10 ml/hr. With a primary volume infused (pvi) of 91.956 ml (registered from previous version). Between 8:12 am and 8:19 am pump alarmed occluded patient side (two times). Then the infusion was restarted. With a pvi registered of 94.358 ml. At 8:20 am pump alarmed flow stop open (five times). Then the infusion was restarted. With a pvi of 95.128 ml. Between 8:25 am and 9:51 am pump alarmed occluded patient side (3 times). Then the infusion was restarted. With a pvi of 109.143 ml. At 10:07 am pump alarmed door opened and unit was disconnected. The unit was removed and the total volume infused registered was 111.71 ml. At 10:18 am, all the units were removed. The performed one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Functional testing of the returned administration set revealed no leaks or anomalies. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: suspect pump module (sn (B)(6)) please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported possible over infusion was not identified during the investigation. The returned devices and the administration set were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of pantoloc bag was changed at 0800. At 1000 it was noted the infusion bag and drip chamber were dry. The programming on the pcu was correct as well as showing 70ml left to infuse. There was patient involvement however no patient harm. Customer was unable to know which device serial number was infusing at the time. They did report "second module from the left side".